Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter and faradrive steerable sheath were selected for use. Left atrial access was lost multiple times and transseptal puncture was re-attempted. The farawave catheter was then introduced into the faradrive sheath. While advancing the devices to the left atrium, higher flow and microbubbles were observed under transesophageal echocardiography. The physician elected to transition to radiofrequency. Both the faradrive sheath and farawave catheter were connected to a pressure bag with the drip chamber at approximately two drops per second during irrigation. No issues noted during flushing. The devices were replaced, and the procedure was completed successfully. No patient complications were reported. The devices are expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.